Event description:
It was reported the that the patient presented to the hospital with a hematoma after an unrelated fall. Upon review, the right atrial lead exhibited intermittent capture and a decrease in p wave amplitude. A chest x-ray revealed that the lead had lost its slack. There was loss of capture on atrial lead. While re-positioning the atrial lead on (B)(6) 2018, the physician abraded the ventricular lead, and therefore, the entire system was explanted. Physician elected to implant a new system later to avoid pocket infection due to the hematoma. Subsequently, on (B)(6) 2018, the new system was implanted. The patient was stable throughout the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.